Event description:
It was reported during intra-aortic balloon (iab) therapy, the arterial pressure waveform was taken from the optical sensor. After the fifth day of therapy, the arterial pressure waveform was displayed but the blood pressure value and segmentation pressure value were not displayed. Arterial pressure waveform is input from the bedside monitor. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. A maquet sheath was also returned, along with the extender tubing. Three catheter tubing kinks were observed near the y-fitting at approximately 70.1cm, 71.4cm & 73.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. Although it was not possible to duplicate the readings, a clot over the tip can cause a difficulty in arterial waveform reading. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # : (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the arterial pressure waveform was taken from the optical sensor. After the fifth day of therapy, the arterial pressure waveform was displayed but the blood pressure value and segmentation pressure value were not displayed. Arterial pressure waveform is input from the bedside monitor. There was no reported injury to the patient.